Event description:
This notification is being submitted regarding a reported incident involving a dreamstation 2 advanced auto CPAP device. The user alleged that the device stopped functioning during the night and displayed an error message. Additionally, the user reported detecting a burning electrical smell emanating from the device. No serious patient harm or injury was reported, and no medical intervention was required. The manufacturer¿s investigation into the incident is currently ongoing. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The manufacturer received information a dreamstation 2 advanced auto CPAP device has a burning smell. There were no reports of smoke, flames, melting, or gaps/voids in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Manufacturer narrative:
The manufacturer previously reported that this notification is being submitted regarding a reported incident involving a dreamstation 2 advanced auto CPAP device. The user alleged that the device stopped functioning during the night and displayed an error message. Additionally, the user reported detecting a burning electrical smell emanating from the device. No serious patient harm or injury was reported, and no medical intervention was required. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR. This report was submitted as a correction report of the previously submitted report. The problem code grid has been updated.